Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage I around nasal flap edge in the right eye one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage and oral steroid (medrol) was prescribed. The patient's symptoms were resolved by (B)(6), 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.